Manufacturer narrative:
Subject: qv otc, 3 false positives, 3 negative pcr tests--tss advised patient to follow up with hcp investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: cnd w/ retains.

Event description:
Qv otc, 3 false positives, 3 negative pcr tests--tss advised patient to follow up with hcp.

Manufacturer narrative:
Subject: qv otc, 3 false positives, 3 negative pcr tests. Tss advised patient to follow up with hcp. Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could no determine with retains. Follow-up to change product code from qmn to qkp (coronavirus antigen detection test system).

Event description:
Qv otc, 3 false positives, 3 negative pcr tests. Tss advised patient to follow up with hcp.

Event description:
Qv otc, 3 false positives, 3 negative pcr tests. Tss advised patient to follow up with hcp

Manufacturer narrative:
Follow-up to correct the product code to qkp